Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to the emergency room with pacemaker mediated tachycardia episodes. The patient felt woozy and experienced palpitations. The pulse generator exhibited inappropriate programming. The device was reprogrammed.